Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles had no insulin flow during the priming process and injection. The following information was provided by the initial reporter: "consumer stated no insulin flow when priming. Stated, no insulin flow when taking injection... Customer states that the medication cannot go through the needle. They keep having to change the needle tips, thus wasting medication, in order to be able to administer their dosage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles had no insulin flow during the priming process and injection. The following information was provided by the initial reporter: "consumer stated no insulin flow when priming. Stated, no insulin flow when taking injection... Customer states that the medication cannot go through the needle. They keep having to change the needle tips, thus wasting medication, in order to be able to administer their dosage."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.